Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found a sac burst along the lumen. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that when the foley catheter was removed from the patient, there was a tear on the balloon area. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that when the foley catheter was removed from the patient, there was a tear on the balloon area. No medical intervention was reported.